Event description:
The customer observed a false positive axsym rubella igm assay result on one pregnant female patient. Initial index results of 1.668 (with a retest of similar value, but not documented) were obtained. The patient is 12 weeks pregnant and her physician did not expect a positive result. This patient's rubella igg result was negative. The physician requested a retest on another platform and a negative result of 0.57 index was generated. Controls have been within specifications. There were no such issues with any other patient samples. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The evaluation began with the testing of the returned patient sample from the customer site using in-house retained lot 11323m500. A positive result was obtained with the axsym rubella igm assay; however, insufficient volume remained for testing using an alternate method. Clinical sensitivity testing followed using three axsym analyzers with in-house retained reagent lot 11323m500. Two known negative rubella igm panels were tested and all results met acceptance criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym rubella igm assay package insert contains information to address the current customer issue. The results of the current evaluation have determined that the axsym rubella igm assay, lot 11323m500, is performing as expected. A product malfunction was not identified. Patient is a (B)(6) female.